Event description:
Nurse reported via phone call that the customer was hospitalized for hospice due to high blood glucose over 600 mg/dl. It was stated that the customer was not wearing the insulin pump at the time of the incident but nurse was unsure of for how long she was without it prior to the admission. The nurse stated that the customer's blood glucose was stable and declined troubleshooting on the insulin pump. It was also reported that the nurse inserted a new battery into the insulin pump and the device alarmed battery out limit; alarm was cleared. Current blood glucose was 176 mg/dl. The insulin pump was alarming no delivery due to an empty reservoir. Nurse was assisted with reprogramming time/date and checking the basal rates for accuracy.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.